Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that right side of mesh is uneven and meshes poorly; fins are bent as noted by tape. There is no known patient involvement. Attempts have been made, and no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 7, 2018, it was reported that the right side of mesh is uneven and meshes poorly; fins are bent as noted by tape. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Product review of the skin graft mesher on august 20, 2018 revealed that the calibration and test mesh could not be taken due to the bent comb and the dented side plate ears. The ball detents were worn and the roller end was galled. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 20, 2018 which included replacement of the ball detent, roller, worn side plates, worn bushings, damaged comb, roller gear, carrier guide, and spring pin. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the calibration and test mesh could not be performed due to the bent comb and dented side plate ears. The 1.5:1 ratio cutter produced an incomplete mesh and was deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration and test mesh could not be performed due to the bent comb and dented side plate ears. The 1.5:1 ratio cutter produced an incomplete mesh and was deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.